Event description:
It was reported that the patient noticed a yellow wrench alarm on the mobile power unit (mpu). The device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench advisory alarm was confirmed with the returned mobile power unit (serial # (B)(6) ). The returned unit was connected to power and the reported advisory alarm was active. Further evaluation suspected a connection issue with a cable assembly that supplies power to the main printed circuit board. Electrical measurement of the cable assembly did not reveal any shorted condition between wires or continuity issues. No further testing was performed. A root cause of the yellow wrench alarm issue could not be determined during the evaluation. Repair and preventative maintenance was performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the customer. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # mpu-45680) was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the yellow wrench advisory alarm that details an internal malfunction detected within the mobile power unit and to call hospital contact. Heartmate 3 instructions for use "replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.